Event description:
It was reported that pump repeatedly displayed cartridge change errors during each load attempt over several weeks in the past. There was no adverse impact to the customer's blood glucose level. Caller repeated cartridge loading attempts until process succeeded, and pump loading was ultimately completed so insulin delivery could be resumed, with no additional information provided regarding further corrective actions.